Event description:
A surgeon reported that two weeks following intraocular lens (iol) implant surgery, the lens had rotated 60 degrees. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. The lot number was not provided by the reporter. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).